Manufacturer narrative:
A visual and microscopic evaluation of the returned device revealed stent damage. Struts on the proximal end of the stent were severely misaligned. There was also a kink in the hypotube approximately 33cm distal from the strain relief. Visual and microscopic examination fond no issues with the balloon or the tip sections that could have potentially contributed to the complaint incident. A review of the manufacturing records shows that the device met material, assembly and product specifications. The most probable root cause of this event is operational context.

Event description:
The event is now reportable based on the analysis approved in 2009. It was reported that during a coronary drug-eluting stenting (des) treatment procedure the 2.75x20mm taxus liberte des stent delivery system could not cross 95% stenosed target lesion located in the mid left anterior descending (lad) artery. The physician removed the device and was able to cross the lesion with a 2.75x20mm unspecified liberte stent. The stent was post-dilated with a 2.5x15mm non-bsc balloon. There were no pt complications and the pt's current condition is listed as "stable". However, the returned product analysis of the 2.75x20mm taxus liberte stent revealed stent damage.